Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #5 was removed due to infection. Patient came to get sutures removed and implant was infected. Per indicated: surgical/medical intervention required for permanent damage: no. Was the procedure completed using another implant or another device: yes. Additional appointment required: no. Symptoms as a result of the event: inflammation and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event. B4: date of this report. B5: describe event or problem. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
On a follow up on nov 26, 2024 the customer responded via email advising no antibiotics were prescribed.